Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the imaging window was found broken off at the lap joint seam of the catheter. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position due to the broken imaging window, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the image was lost during procedure. The calcified target lesion was located at the left anterior descending (lad) artery. During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used and the image was lost. The device was removed and checked outside the patient's body. The physician believes that there was no detachment of lapjoint. The details of the condition of the device is not available. Procedure was complete with another with same device. No patient injury occurred during procedure and patient's status is good. However, device analysis revealed that the imaging window was found broken off at the lap joint seam of the catheter.